Manufacturer narrative:
.

Event description:
Procedure: lap appendectomy. According to the reporter: the user could not get the cartridge to open after firing. The procedure was converted to open and the device was resected. Or time delay was reported as more than 30 minutes.